Event description:
Rptr was testing their blood sugar on a bd logic glucometer that was given to them by a diabetes coordinator. Rptr felt that their sugar level was dropping and they tested using this device and the reading was 75. Rptr felt that this reading was in error and rptr tested using their old meter -accu chek- with a reading of 45. Rptr talked with doctor about this and she said this could have turned into a life threatening situation if they had not had the sense to question the reading and taken the necessary action to treat low blood sugar. Normal range is 80-120 so a 75 reading was not alarming. Rptr doesn't know if this is just a faulty meter or if it is inherent in the product. Rptr would appreciate any investigation that can be performed on this device that would protect the safety of other diabetics because rptr did not see any warning that states readings under 80 may actually be lower than the meter indicates.